Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). The patient reported the white wire on their back appeared to be loose as their spouse saw it hanging out, patient was advised to follow-up with their medical doctor regarding the issue. It was unresolved at the time of the report. Additional information was received. The patient stated they had been having gas, which told them they needed to have a bowel movement. The issue was unresolved at the time of the report. Additional information was received. Patient's husband reported they were at the hospital, they had shortness of breath. They also mentioned the patient had a jolt and a really large bowel movement, but no messes. Contributing factors to the reported event were unknown. It was unknown if the issues were resolved at the time of the report. The patient's husband further reported the patient was still in the hospital. Patient stated that things were going well with the evaluation. Additional information was received, patient was still in the hospital, they were scheduled for lead removal the following day. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the cause was not determined. No further information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.